Event description:
Physician described "burn" unjury to left corneal tissue during attempt at left cataract extraction. Alcon sieries 20,000 taken out of service. All equipment sequestered and unit removed from service. Manufacturer notified. Investigation by risk manager continues 24 post event.